Manufacturer narrative:
The customer reported that the lift tipped over while transferring the patient from the bed to the chair. The patient was in the raised position with the lift legs in the closed position. The caregiver turned the lift to position the patient over the chair when the lift leg struck the bottom of the chair, causing the patient to swing and the lift to tip over. As a result, the patient landed in the chair and the caregiver was struck in the head by the mast of the lift and sustained bruising. After the incident, arjo inspected the device, and the inspection revealed no malfunction. The arjo technician was able to re-create the device tipping issue. The instruction for use for maxi 500 (IFU, 001.20815) states: "never attempt to push or pull a loaded lift over a floor obstruction which the castors are unable to ride over easily, including steps, door thresholds or moving sidewalk.". Based on the information gathered, the presence of the chair as an obstruction in the path of the lift legs contributed to the device tipping. Proper clearance should be ensured before maneuvering the lift. In summary, the tipping was caused by improper use of the lift during the transfer. Contact between the lift and obstacles can cause the lift to become unstable and tip over. Arjo device failed to meet its performance specification since the lift tipped. The device was used to transfer the resident when the event occurred. The complaint was decided to be reportable due to the allegation that the lift started to tip during use.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer reported that the lift tipped over during use. It was reported that the patient was in the raised position and with the lift legs in the closed position, the caregivers turned the lift to position the patient over the chair. As a result of the incident, the caregiver was struck in the head by the mast of the lift. The carer sustained bruising. After the event, the device was inspected by arjo. The inspection did not reveal any malfunction.